Event description:
It was reported that the on the wireless detector - faint artefact on image. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that on the wireless detector - faint artefact on images. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that artifact was caused by the recent drop of the detector. The radiographer was advised to let the detector rest for 24 hours to stabilize. After that, the detector should be calibrated. The system returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).